Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital after the lead exhibited high thresholds a chest x-ray confirmed that the left ventricular lead had dislodged. The lead was explanted and replaced successfully. The patient was unaffected and was discharged home routinely.